Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: spider, wizard; guide cath: launcher 6f ebu3.5. (B)(4): against resistance. Evaluation summary: evaluation of the returned stent delivery system (sds) found blood in the guide wire lumen, on the tightly-folded balloon, on the shaft and on the hub as well as contrast in the inflation lumen. The dislodged stent implant and guiding catheter used during the procedure was not returned. These observations are consistent with the reported information. There was a bend in the hypotube (proximal shaft) which was not reported and is consistent when the device meets resistance or post-procedure handling for return. The measured tip length met manufacturing criteria. There were crimp marks on the balloon between the markers, which may suggest that the stent implant was crimped on properly and securely during manufacturing. During manufacturing, all stent delivery systems are 100% inspected for crimped stent damage, proper crimped stent placement on the balloon and crimped stent outer diameters. Based on the reported information, the reported failure to advance appears to be related to case-specific operational context as the artery was heavily tortuous and heavily calcified. Then, it was reported that the undeployed stent was pulled into the guiding catheter and resistance was felt. The mini vision instructions for use (IFU) states: in case resistance is met before stent expansion after inserting into the vessel beyond the guiding catheter. (To avoid stent dislodgement)...do not retract the stent into the guiding catheter...remove the guiding catheter, guide wire and delivery system as a single unit. The reported difficult to remove from guiding catheter and subsequent stent dislodgement appear to be related to the reported improper method of attempting to pull the stent through the guiding catheter after resistance was felt. The crimped stent likely interacted with the guiding catheter tip. Review of the lot history record revealed no nonconforming material records related to the complaint and indicated that the lot release testing results met specification. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid circumflex artery with heavy tortuosity and heavy calcification. After pre-dilatation, the 2.25 x 15 mm mini vision stent delivery system (sds) was advanced, but could not cross to the lesion. During removal, resistance was felt when the sds was pulled into the guiding catheter. Angiography confirmed that the stent dislodged and remained in the proximal circumflex. The guide wire was already removed; therefore, the stent could not be retrieved and was compressed against the vessel wall. A guide wire was advanced to the lesion, and the 2.5 x 12 mm nc trek balloon was advanced, but could not cross the dislodged stent. A new 2.5 x 15 mm balloon was used to crush the stent. It was noted that after removal, the 2.5 x 12 nc trek balloon was inflated outside the anatomy. The target lesion was not treated. No additional information was provided.